Manufacturer narrative:
A root cause investigation was completed related to this event. The investigation concluded that the field service engineer failed to follow the proper service instructions and training provided in the service manual. There was no malfunction of the device related to this event. No further actions are planned by the manufacturer at this time.

Manufacturer narrative:
In their shoulder. The fe later had surgery on their right shoulder. A medical review of this environmental health and safety (ehs) record was conducted, however it was not able to be determined if the repair activity caused or contributed to the injury. This ehs event is being conservatively reported as an MDR out of an abundance of caution, as the medical review could not rule out the service event as the cause of the injury. Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be submitted if additional information is identified.

Event description:
It was reported through an environmental health and safety record that two ge healthcare field engineers (fe) were repairing an oec 9900 mobile c-arm and following this repair one of the fes experienced pain.